Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Pump received with cracked case at display window corner, battery tube threads, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 158 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.